Event description:
It was reported that an air filter on tubing would not staying primed. This is recurring. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
. H10: device evaluation: the samples consist of (B)(4) units; the returned samples were received in unused conditions within original package. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. No obstructions, damage, broken parts, or other defects were detected in any of the joints of the products. The samples were set for priming testing using a pump. No discrepancies were detected, samples were fully primed and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no alarms were activated, thus, the failure mode reported is not confirmed. No other analysis was performed. Root cause cannot be addressed since no defects were found in samples received for evaluation. No action required since the complaint was not confirmed. No fault was found. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.